Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 480 mg/dl with a queasy stomach and a headache. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the pump display the word ¿animas¿ on the screen and was beeping and vibrating. The reporter stated that the issue impacted insulin delivery function. The alleged bg excursion does not meet animas¿ criteria for a serious injury. This complaint is being reported based on the allegation that an unusual pump issue was impacting insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the black box showed call service 054 and 052 alarms on the date of the reported issue. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no call service alarms were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.